Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked. There was no reported patient injury. The device was stored and prepared according to the instructions for use. A retrograde approach was used for the procedure. The deployer was mynx certified. Suitability of the femoral artery, including the insertion angle of the vascular sheath introducer (30¿45 degrees), was verified via angiography. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity observed. Hemostasis was achieved using manual compression, which lasted 20 minutes. The device was returned for analysis. Addendum: pe findings present the sealant exposed.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). A retrograde approach was used for the procedure. The deployer was mynx certified. Suitability of the femoral artery, including the insertion angle of the vascular sheath introducer (30¿45 degrees), was verified via angiography. The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity observed. Hemostasis was achieved using manual compression, which lasted 20 minutes. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was closed, and no syringe was returned for evaluation. The sealant was present in its manufactured position but was partially exposed. A frayed/split/torn condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis could not be performed to measure the slit length due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and measured within the defined specification. This measurement was obtained using a calibrated ruler. A functional analysis was executed using a 5f cordis laboratory sample csi. The mynx control unit was inserted into and withdrawn from the sheath without friction or resistance. Additionally, due to the observed deployment difficulty and premature exposure, a simulated deployment test was conducted. The unit functioned as intended: after aligning the tension indicator by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The sealant deployed properly, and the balloon retracted as expected. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site had moderate tortuosity), procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.